Manufacturer narrative:
H4: the lot was manufactured from april 13, 2022 ¿ april 14, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dust was found inside a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.